Event description:
The facility's biomed reported the pump was sent from patient use with a report that it did not infuse the right amount. The information provided to the biomed was that the device was set up to infuse dopamine from a 250ml bag starting at 21:00 hours. The pump was programmed to infuse at a rate of 14.4 cc/hr. Two hours after the infusion was started, the entire bag was found empty. The facility did not report any patient injury or medical intervention occurring as a result of this situation. Details regarding the patient information were not available. The tubing set was not received with the device when provided to the biomed. Details regarding which model and lot of tubing were used are not available. It was not noted by the facility which channel of this two channel device was in use at the time of the reported situation.